Event description:
The affiliate reported the customer alleged isoton leaked from the instrument involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked in the rear of the unit, the tubing off of the check valve behind sheath tank. The fse performed tests and failed latron and differential side of 5c. The fse checked the flowcell and discovered blockage in the lower tubing. The fse replaced the tubing and completed testing of the unit. The fse noted diluter #2 card system error and reset the instrument, performed quality control (qc) and completed performance verification sample testing. (B)(4). All related medwatch reports associated with this event: 1061932-2012-02756, 1061932-2012-02757, 1061932-2012-02758.